Event description:
It was reported that the asymptomatic patient presented in clinic for ablation. The left ventricular lead dislodgement was noted during procedure. The lead was explanted. The patient was fine post operation.

Manufacturer narrative:
(B)(4).